Event description:
It was reported to resmed that an astral device displayed error messages (sf188 and sf218) related to a safety assert system fault and a main board issue respectively.there was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 188 and 218. Based on all available evidence and complaint investigations or a similar nature, the investigation determined that the root cause of the system fault 188 was an isolated component failure within the device main circuit board (pcba). The system fault 218 occurred as a by-product of system fault 188. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The device software was upgraded to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf188 and sf218) related to a safety assert system fault and a main board issue respectively. There was no patient harm or serious injury reported as a result of this incident.